Event description:
It was reported that during a da vinci procedure, the surgical staff noticed that the cable on the bowel grasper instrument was broken at the distal end of the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument involved with this complaint. The root cause of the customer reported failure mode cannot be determined. Isi contacted the site and obtained the following information on 03/25/2014: the instrument was inspected prior to use and the instrument did not make contact with another instrument during the surgical procedure. The reporter confirmed that nothing fell into the patient. The patient tolerated the da vinci rectum resection procedure well. This complaint is being reported due to the following conclusion: the bowel grasper instrument was broken. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. One cable at the distal end of the snake wrist was broken. The strands on the cable stuck out at the instrument wrist. No other damages were found on the instrument.